Event description:
Information received from an affiliate indicated that a physician experienced crossing difficulty and the proximal end of the stent, the struts uplifted during an attempt to advance a 3.0 mm x 33 mm cypher stent to the lesion. The target lesion was the proximal to distal left anterior descending artery (lad). The lesion was described as moderately tortuous and heavily calcified with 99% stenosis. The lesion was pre-dilated with a 3.0 mm x 15 mm avita balloon three times. A 3.0 mm x 33 mm cypher was advanced to the lesion but became stuck as it was passing the proximal end of the lesion and could not be advanced further. The guiding catheter was exchanged to a different guiding catheter and the cypher was redelivered by conducting in a 5-in-6 technique, and then by using a total occlusion dilation catheter, but the cypher would not cross the entire lesion. The cypher was retrieved from the patient, and the stent strut was confirmed to be flared at the proximal end. The physician felt friction while withdrawing the cypher unit. A 3.0 x 32 mm taxus stent was implanted at the distal end of the target lesion and a 3.5 x 28 mm cypher was implanted proximal to the implanted taxus. The procedure was completed successfully without patient injury.

Manufacturer narrative:
The reported customer complaint of proximal strut up-lift was confirmed through failure analysis. It is not known if the device was removed as a single unit with the guide catheter or retracted into the guide catheter. Review of the information provided suggests that there may have been procedural factors contributing to the reported event as the physician mentioned that resistance was felt when removing the sds from the patient. Evaluation summary: fal: one non sterile cypher (B)(4) 3.00 mm x 35 mm was received coiled inside a plastic bag. The sds did not show any damage. Residues of blood were observed in the guidewire lumen. During microscopic analysis the struts at the proximal area were observed uplift. No additional damage was observed. The crossing profile of the stent was measured and was found within specification. The proximal section could not be measured due to the damage on this section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.